Event description:
The duett sealing device was deployed following an interventional left heart catheterization (via a 6f sheath in the left common femoral artery). The deployment technique was reported as unremarkable. Approx. 1 hr. Post-deployment, the pt exhibited the following symptoms: hypotension, bradycardia, lower left abdominal pain, failure to void. Later, the pt had a vagal response. Dopamine and saline were administered, followed by a pressure hold on the access site. An anterior common femoral artery bleed was confirmed via ultrasound, and a clamp was placed. The event was resolved, and the pt was discharged in 6/2001.